Event description:
(B)(4) - it was reported by the consumer that the 5310ivc semi-electric bed rails were broken, and screws might have been stripped as the rails are very loose. There was no patient injury reported.